Event description:
We received a report that during the implantation of an intraocular lens (iol), the lens was improperly loaded and ''popped out'' during inserting. The doctor increased the size of the incision to remove the lens and used another one since the lens was contaminated. No other information was available or provided.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturer. The cartridge was not returned. Visual assessment of the returned device was performed. Visual assessment identified returned iol with one (1) distorted haptic and the presence of ophthalmic viscosurgical device (ovd); indicating the device was handled and prepared for surgical use. The manufacturing site was unable to perform complete device evaluation since only the iol was returned for evaluation. Therefore, the lab is unable to confirm original complaint of ¿lens popped out when inserting¿. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
A review of the manufacturing records indicated no deviation or assignable cause identified for the reported customer claim. A review of the raw material/manufacturing procedures in the change control did not show any change in manufacturing method, inspections or specifications that were related to the reported complaint. No environmental actions were found. The review did not show any adverse trends for this model. The documentation showed that the production order was manufactured according to specifications. The explanted/removed intraocular lens (iol) was returned to our manufacturing site for examination. A visual inspection revealed a distorted loop/haptic and was observed with an unaided eye as the condition of the lens was obvious. Evidence of viscoelastic, ovd (ophthalmic viscosurgical device) was detected indicating the device was handled and prepared for surgical use. From the sample received, the lens was observed with a distorted haptic. This was compatible with the handling of a lens that had been explanted. Our investigation did not suggest that the customer's reported event was a result of the manufacturing process. All pertinent information available to abbott medical optics has been submitted. Placeholder .